Event description:
Information was received indicating that an extension set connected to a smiths medical cadd infusion pump with an inline filter was leaking on day 3-4 of the infusion. They were infusing blincyto drug. The cassette and extension were being used for up to 94 hours. There was leakage at the 0.2m filter present after 72 hours post connection to the patient. It would appear that the leaking area was from the air vent at the back of the filter. There were no adverse events reported.